Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD 2011 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to a fracture on the right ventricular (rv) lead. The lead exhibited high thresholds, high impedance on the low-voltage portion of the lead, non-physiologic ventricular tachycardia non-sustained episodes and high short interval counts (sic). The rv lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis of the lead was performed and no anomalies were found.